Event description:
Info received indicates the head of the bed cannot be raised.

Manufacturer narrative:
The tech isolated the issue to the head up solenoid valve. He replaced the solenoid valve to repair the bed.